Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. A clinical review states that a clinical root cause could not be determined however, a user technique/procedural variance cannot be ruled out as a potential contributing factor. The patient impact is determined to be the broken peek anchor tip with extraction via grasper followed by implantation of a backup device using an additional bone hole to complete the procedure within a 0-30 minute surgical delay.please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy the tip of the healicoil anchor got broken while tapping into the bone, the broken pieces were removed from the bone with grasper and made another bone hole. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: internal complaint reference: case (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor is fractured below the eyelet, and the threads are in the insertion tube. The eyelet was not returned. The distal plug was returned on the device with no visible defect. The proximal anchor was not returned. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. A clinical review states that a clinical root cause could not be determined however, a user technique/procedural variance cannot be ruled out as a potential contributing factor. The patient impact is determined to be the broken peek anchor tip with extraction via grasper followed by implantation of a backup device using an additional bone hole to complete the procedure within a 0-30 minute surgical delay. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.